Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), device expulsion ("migration of essure device location of device: uterine fundus"), uterine leiomyosarcoma ("tumor/teratoma/cancer-type: leiomyosarcoma of the uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 44-year-old female patient who had essure (ess205) inserted for birth control and female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included viral syndrome ((fever, headache, and cough)), heavy periods, fibroids, medical device site scar, left upper quadrant pain, cramp in lower abdomen, irritable bowel syndrome, colitis, dysfunctional uterine bleeding, intermenstrual bleeding and anxiety. Concurrent conditions included knee sprain, toothache, bronchitis and periorbital cellulitis. Concomitant products included amoxicillin;clavulanic acid (augmentin bd), azithromycin (z-pak), diclofenac diethylamine (anti inflammatory) and gentamicin. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and visual impairment ("vision/eye problems"). In (B)(6) 2016, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia(painful sexual intercourse)") and abdominal pain ("abdomen pain") and was found to have uterine leiomyosarcoma (seriousness criterion medically significant). The patient was treated with hydrocodone, lorazepam, medroxyprogesterone acetate (provera), naproxen and surgery (unilateral salpingectomy and total hysterectomy (uterus and). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, device expulsion, uterine leiomyosarcoma, pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, dysmenorrhoea, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, visual impairment and abdominal pain outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, cystitis, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract infection, uterine leiomyosarcoma, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2016: migration of essure device. Ultrasound pelvis - on (B)(6) 2016: 1. 3 cm uterine fibroid. 2. Linear echogenic structure within the endometrium; on (B)(6) 2016: 1. Hyperechoic focus in the right cornua is likely the essure device. The secondary hyperechoic focus in the uterine fundus extending to the mid body may represent the displaced left essure. 2. Left hemorrhagic cyst with trace amount of fluid in the left adnexa, likely physiologic. 3. Trace amount of fluid within the endometrium likely related to recent biopsy.. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain,vaginal haemorrhage, pelvic pain, dyspareunia,device expulsion." ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic inflammatory disease most recent follow-up information incorporated above includes: on 28-jan-2019: pfs and medical records received:events added: pain, abnormal bleeding(vaginal), abnormal bleeding(menorrhagia), dyspareunia(painful sexual intercourse), migration of essure device location of device: uterine fundus, dysmenorrhea(cramping) , leiomyosarcoma of the uterus, apareunia (inability to have sexual intercourse),infection (bladder/ urinary tract/vaginal), vision/eye problems, abdomen pain, pelvic inflammatory disease.event-¿underwent surgery to remove the defective device (medical device removal)¿ was deleted.severity of events pelvic pain and abdomen pain updated.outcome of event abnormal bleeding (general) updated to recovered/resolved.treatment products, concomitant drugs and medical history added.reporter information and patient detais were added.implant and explant date were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device expulsion ('migration of essure device location of device: uterine fundus') and uterine leiomyosarcoma ('tumor/teratoma/cancer-type: leiomyosarcoma of the uterus') in a 44-year-old female patient who had essure (ess205) inserted for birth control and female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included viral syndrome ((fever, headache, and cough)), heavy periods, fibroids, medical device site scar, left upper quadrant pain, cramp in lower abdomen, irritable bowel syndrome, colitis, dysfunctional uterine bleeding, intermenstrual bleeding and anxiety. Concurrent conditions included knee sprain, toothache, bronchitis and periorbital cellulitis. Concomitant products included amoxicillin;clavulanic acid (augmentin bd), azithromycin (z-pak), diclofenac diethylamine (anti inflammatory) and gentamicin. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2016, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6)2016, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and visual impairment ("vision/eye problems"). In (B)(6)2016, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). In (B)(6)2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6)2016, the patient was found to have uterine leiomyosarcoma (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)") and abdominal pain ("abdomen pain"). The patient was treated with hydrocodone, lorazepam, medroxyprogesterone acetate (provera), naproxen and surgery (unilateral salpingectomy and total hysterectomy (uterus and). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic inflammatory disease, device expulsion, uterine leiomyosarcoma, dyspareunia, dysmenorrhoea, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, visual impairment and abdominal pain outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, cystitis, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract infection, uterine leiomyosarcoma, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: result: total bilateral occlusion. Ultrasound abdomen - on (B)(6)2016: migration of essure device. Ultrasound pelvis - on (B)(6)2016: 1. 3 cm uterine fibroid. 2. Linear echogenic structure within the endometrium; on (B)(6)2016: 1. Hyperechoic focus in the right cornua is likely the essure device. The secondary hyperechoic focus in the uterine fundus extending to the mid body may represent the displaced left essure. 2. Left hemorrhagic cyst with trace amount of fluid in the left adnexa, likely physiologic. 3. Trace amount of fluid within the endometrium likely related to recent biopsy.. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain,vaginal haemorrhage, pelvic pain, dyspareunia,device expulsion." ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 13-jan-2020: plaintiff fact sheet received : outcome of events "pelvic pain and abnormal bleeding (vaginal, menorrhagia) updated to "recovered / resolved". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device expulsion ('migration of essure device location of device: uterine fundus') and uterine leiomyosarcoma ('tumor/teratoma/cancer-type: leiomyosarcoma of the uterus') in a 44-year-old female patient who had essure (ess205) inserted for birth control and female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included viral syndrome ((fever, headache, and cough)), heavy periods, fibroids, medical device site scar, left upper quadrant pain, cramp in lower abdomen, irritable bowel syndrome, colitis, dysfunctional uterine bleeding, intermenstrual bleeding and anxiety. Concurrent conditions included knee sprain, toothache, bronchitis and periorbital cellulitis. Concomitant products included amoxicillin trihydrate;clavulanate potassium (augmentin bd), azithromycin (z-pak), diclofenac diethylamine (anti inflammatory) and gentamicin. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and visual impairment ("vision/eye problems"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient was found to have uterine leiomyosarcoma (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)") and abdominal pain ("abdomen pain"). The patient was treated with hydrocodone, lorazepam, medroxyprogesterone acetate (provera), naproxen and surgery (unilateral salpingectomy and total hysterectomy (uterus and). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, device expulsion, uterine leiomyosarcoma, dyspareunia, dysmenorrhoea, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, visual impairment and abdominal pain outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, cystitis, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract infection, uterine leiomyosarcoma, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2016: migration of essure device. Ultrasound pelvis - on (B)(6) 2016: 1. 3 cm uterine fibroid. 2. Linear echogenic structure within the endometrium; on (B)(6) 2016: 1. Hyperechoic focus in the right cornua is likely the essure device. The secondary hyperechoic focus in the uterine fundus extending to the mid body may represent the displaced left essure. 2. Left hemorrhagic cyst with trace amount of fluid in the left adnexa, likely physiologic. 3. Trace amount of fluid within the endometrium likely related to recent biopsy.. Most recent follow-up information incorporated above includes: on 21-apr-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device expulsion ('migration of essure device location of device: uterine fundus') and uterine leiomyosarcoma ('tumor/teratoma/cancer-type: leiomyosarcoma of the uterus') in a 44-year-old female patient who had essure (ess205) inserted for birth control and female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included viral syndrome ((fever, headache, and cough)), heavy periods, fibroids, medical device site scar, left upper quadrant pain, cramp in lower abdomen, irritable bowel syndrome, colitis, dysfunctional uterine bleeding, intermenstrual bleeding and anxiety. Concurrent conditions included knee sprain, toothache, bronchitis and periorbital cellulitis. Concomitant products included amoxicillin trihydrate;clavulanate potassium (augmentin bd), azithromycin (z-pak), diclofenac diethylamine (anti inflammatory) and gentamicin. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and visual impairment ("vision/eye problems"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient was found to have uterine leiomyosarcoma (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)") and abdominal pain ("abdomen pain"). The patient was treated with hydrocodone, lorazepam, medroxyprogesterone acetate (provera), naproxen and surgery (unilateral salpingectomy and total hysterectomy (uterus and). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, device expulsion, uterine leiomyosarcoma, dyspareunia, dysmenorrhoea, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, visual impairment and abdominal pain outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, cystitis, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract infection, uterine leiomyosarcoma, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2016: migration of essure device. Ultrasound pelvis - on (B)(6) 2016: 1. 3 cm uterine fibroid. 2. Linear echogenic structure within the endometrium; on (B)(6) 2016: 1. Hyperechoic focus in the right cornua is likely the essure device. The secondary hyperechoic focus in the uterine fundus extending to the mid body may represent the displaced left essure. 2. Left hemorrhagic cyst with trace amount of fluid in the left adnexa, likely physiologic. 3. Trace amount of fluid within the endometrium likely related to recent biopsy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("underwent surgery to remove the defective device") in a female patient who had essure (ess205) inserted for birth control. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2016, 9 years 9 months after insertion of essure (ess205), the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (remove the defective device). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.